Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous proximal to distal right coronary artery (rca). After stent placement in the proximal rca and mid to distal rca, it was observed by intravascular ultrasound that there was a remaining lesion in the proximal to mid rca.a 3.00 x 16mm synergy¿ drug-eluting stent but the device failed to cross the previously placed stent in the proximal rca. Additional dilatation was performed but the device still failed to cross. When the device was removed from the patient's body, it was noted that the stent was lifted. A 3.5x16mm synergy¿ des was then placed and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the crimped stent found that distal stent rows 1-2 were damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous proximal to distal right coronary artery (rca). After stent placement in the proximal rca and mid to distal rca, it was observed by intravascular ultrasound that there was a remaining lesion in the proximal to mid rca.a 3.00 x 16mm synergy drug-eluting stent but the device failed to cross the previously placed stent in the proximal rca. Additional dilatation was performed but the device still failed to cross. When the device was removed from the patient's body, it was noted that the stent was lifted. A 3.5x16mm synergy des was then placed and completed the procedure. No patient complications were reported and the patient's status was stable.